Event description:
It was reported that the explanted lead was discarded and will not be returned for analysis.

Event description:
Additional information was received stating that the vns patient was doing well after replacement surgery. There were no other issues with the patient¿s device other than the lead fracture that was reported.

Event description:
An implant card received on 02/06/2014 indicated that this vns patient underwent lead revision due to a visual discontinuity due to car wreck and discomfort and prophylactic generator revision.